Event description:
During evaluation of a uv-flash solution transfer set short, a damaged patient connector was found. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and microscopic inspection revealed a damaged patient adapter. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.